Event description:
The customer reported that the system exhibited filament regulator failure errors during a pt procedure. This event may have resulted in an aro (accidental radiation occurrence). No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The anode and cathode leads on x-ray tube and high voltage tank were evaluated and regreased. The system was tested and found to be working as intended and returned to service. This malfunction may have resulted in a possible accidental radiation occurrence.